Manufacturer narrative:
(B)(6). (B)(4). Literature - event published in the following journal article: letouzey, v., ulrich, d., balenbois, e., cornille, a., de tayrac, r., & fatton, b. (2015). Utero-vaginal suspension using bilateral vaginal anterior sacrospinous fixation with mesh: intermediate results of a cohort study. International urogynecology journal, 26(12), 1803-1807. Http://dx.doi.org/10.1007/s00192-015-2748-z.

Event description:
Per the published journal article, an uphold vaginal support system was implanted into each of 5 patients for anterior/apical pelvic floor repair on unspecified dates between 2009 and 2013. According to the article, there were 5 cases of urinary retention beyond the hospitalization period. The average duration of self-catheterization was 38 days (range of 15-60 days) for those 5 patients; however, none of the patients required permanent catheterization. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.